Manufacturer narrative:
Updated results coding grid.

Manufacturer narrative:
Updated reporter information.

Event description:
It has been reported that the indicator light is not on and the device does not have power.